Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer requested assistance from tandem technical support accessing the load menu after performing software update. Tandem technical support directed the customer to the options menu and customer located load feature successfully. Reportedly, customer's blood glucose was 295 mg/dl which was addressed with manual injection. The cause for the elevated blood glucose was not provided.